Event description:
It was reported that the asymptomatic patient presented for a post-op check and it was discovered that the right atrial lead had dislodged. The lead also exhibited unacceptable thresholds. The lead was successfully repositioned. The patient was in stable condition after the event and would continue to be monitored.

Manufacturer narrative:
(B)(4).